Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Provided patient's father with the system memory reset explanation. Patient's father will update the software on the receiver to test if he gets the same issue on the receiver and determine if the transmitter will need to be replaced. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 04/22/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.